Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's t:slim x2 with control-iq user guide: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 60 seconds.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level over 400 mg/dl. The customer was treated with intravenous saline and insulin, and released from the ER 5 hours later with no permanent damage. Reportedly, an auto-off alarm occurred, and the pump shutdown due to the customer not interacting with the pump for 12 hours. Tandem technical support educated the customer on the auto-off safety feature.